Event description:
Customer reports that a donor unit typed as p1-negative with gamma-clone anti-p1 (murine monoclonal) blood grouping reagent, lot pm19-1. The facility that received the unit, typed the unit as p1-positive. The customer retested the unit with lots pm19-1 and pm20-1. The donor sample retested weakly positive with lot pm19-1 and 1+ with lot pm20-1.

Manufacturer narrative:
Customer did not return specimen for investigation testing. Reactivity testing of retention gamma-clone anti-p1, lot pm19-1 demonstrated expected reactivity with p1-positive, p1-negative and p1-weak positive red cells. User error could not be ruled out as a potential cause of the false-negative result. The package insert states: "note that in typing for p1 there is likely to be variation in the strength of agglutination observed with different cells." The limitations sections states: "other factors that may cause false test results include: ... 6. Improper examination for agglutination (usually too vigorous shaking). The resuspension of test mixture after centrifugation must be carried out by gentle shaking. Shaking too vigorously may cause agglutinates to be dispersed.